Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. The representative reported that the patient had a burn mark where the charger goes over their battery. The patient sometimes kept the charger on their skin while sleeping and it usually shut off when it became too hot. The patient thought the recharger didn't shut off this time. The patient shipped the recharger back and received a new one. They weren't going to use the new charger until their burn became better. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding an implantable neurostimulator (ins) for malignant pain. It was reported recharger burned patient in the shape of the recharger antenna on her skin. Patient did not have recharger with her, it was reviewed that repair would sent out free replacement and wanted recharger back since it caused patient physical harm. Additional information on 2019-april-9 from patient indicated recharger antenna got hot and burned her. A replacement recharger would be sent. It was mentioned recharger burned patient and left a paddle mark. No further complication and no symptoms were reported.